Event description:
This lead was implanted on (B)(6)2006 and was explanted on (B)(6)2011. The patient had twiddled his leads out. The physician was dr.(B)(6) at (B)(6)medical center . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).